Manufacturer narrative:
Zimmerbiomet complaint number(B)(4). H10: additional narrative an unknown legacy zimmer screw and imp,tsv,mcol mg,3.7mm,11.5mml were returned for investigation, visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at collar and screw fracture found inside. The reported device was located on tooth 23 and was used for approximately 7 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. UDI not available. Initial reporter email address unknown / not provided.

Event description:
It was reported that the implant fractured. It was confirmed that the dental surgical procedure was not completed with another implant and that the patient did not suffer any kind of impact with his health.